Event description:
On (B)(6) 2012, the patient contacted animas stating that over a year ago, the audio bolus button was unresponsive. The patient denied exposing the pump to moisture or that there was damage to the pump. The patient reportedly wore the pump in a pump skin in a pocket and did not clean the pump. There was no patient impact associated with this complaint. This complaint is being reported due to the allegation that the audio bolus button was unresponsive.

Manufacturer narrative:
Follow-up # 1 date of submission 11/27/2012- device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the audio bolus button was intact; no damage was observed. During testing, the audio bolus button was found to be unresponsive; the button cover was removed and the internal slug was found to be misaligned. Unrelated to the complaint, evidence of contamination was found under all keypad button contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.